Event description:
It was reported that the patient suffered from a left knee patella femoral crepitation and clunk. Revision surgery was performed for removal of patella's bony fragment. Event was resolved on (B)(6) 2016.

Event description:
It was reported that patient had a patellar fracture and it was resolved through conservative approach.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical supporting documents were provided to confirm the reported issue has resolved. However, based on the limited clinical information provided no further clinical/medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.